Manufacturer narrative:
The field service representative (fsr) found that the ccm date jumped to the future (11-feb-2032) causing the error message. The fsr replaced the lithium coin cell battery. The ccm, electronic patient gas system (epgs) and heart lung machine (hlm) were all tested. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the central control monitor (ccm) displayed an 'oxygen (o2) sensor error' message. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.